Event description:
It was reported that the customer had low blood glucose. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. It was also reported that the customer was at work when their bgs dropped. The customer took two glucose tablets, and when the paramedics were called out, their blood glucose was low.